Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2025. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod for less than an hour. The pod reportedly was coming loose from the infusion site (arm), causing the cannula to dislodge. Symptoms reported include hyperglycemia, headache, dizziness, fatigue, and increased urinary frequency. The patient was treated with an intravenous drip and insulin. The patient was discharged after approximately 5 to 6 hours

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.